Event description:
Event description guidant received information that the patient with this heart failure device, had a syncopial episode. It was noted that the device was storing atrial tachycardia events in the logbook from two months ago, rather than the recent ventricular tachycardia episodes. It was noted that the initial field representative investigating this device was unable to save the information to disc.